Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the physician was inserting the psi into the patient's femoral vein. During removal of the guide wire resistance was met. The physician continued to pull on the wire and it separated into two. The patient was taken to the operating room where a surgeon made a 2cm incision and removed the piece of wire which included the tip from the patient's subcutaneous tissue. There was a delay in treatment but no harm and no patient death or complications were reported.